Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed the architect havab-m (B)(6) quality control running high out and sometimes out of range when reagent lot 93794hn00 was in use. The customer stated the assay was last calibrated approximately one month ago (early (B)(4)) and all analyzer maintenance was up to date. The customer was advised to recalibrate the assay. The customer recalibrated the architect havab-m assay and the negative control was within range. There was no impact to patient management.